Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that one of her sisters' friends pushed her in the pool. Customer took the battery out and put everything in rice. Customer stated that it seems to be working except for the esc button. Customer stated that there was no moisture visible in the pump. Customer received a battery out limit alarm when she took out the battery. Customer's blood glucose was 125 mg/dl. Customer stated that the numbers are not ramping on their own. Customer stated that the minutes do change the time display. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.